Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The anterior chisel snapped off into the femoral finishing block.

Manufacturer narrative:
The device associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot codes required were not provided. A two-year complaint database search against product code 202471400 finds no additional reports of sigma hp uni anterior chisel breaking off inside the block. The investigation could not draw any conclusions about the current reported event without the devices to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.